Event description:
Caller reported a cartridge alarm indicating an issue with the pump, but there was no adverse impact to the customer's blood glucose level. Cts confirmed that previous alarms occurred but were not related to abnormal blood glucose levels. A replacement pump was sent by cts, and the caller was instructed on how to return the defective pump properly. Additionally, the customer was advised on how to program settings and connect their cgm to the replacement pump, understanding and acknowledging all instructions provided.